Manufacturer narrative:
(B)(4). UDI # unknown. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced six different incidents, which were associated with separate units, involving six different patients. This is the fourth of six reports. Refer to 2026095-2016-00154 for the first patient. Refer to 2026095-2016-00156 for the second patient. Refer to 2026095-2016-00157 for the third patient. Refer to 2026095-2016-00159 for the fifth patient. Refer to 2026095-2016-00160 for the sixth patient. It was reported by a pharmacist that there were six patients that experienced pumps that infused medication too fast; about a day too fast. The pharmacy followed the instruction for use flow table to fill the pump to 99ml for 46 to 48 hour infusion. It was noted that no samples are available.